Event description:
On (B)(6) 2012 the reporter, the patient's mother, contacted animas to report that on this date at 7:30 pm, the patient obtained a low blood glucose level of 56 mg/dl. At that time, the patient experienced the symptom of shaking. The patient administered self-treatment by consuming juice, and his blood glucose level afterwards was 112 mg/dl. At 10:00 pm the patient's reading was 269 mg/dl. Troubleshooting revealed no issues with the infusion set or infusion site, and all pump settings were correct, and the total basal/bolus doses given correctly matched those programmed. The technical support representative was unable to determine a possible cause of the patient's low blood glucose readings. There was no evidence the pump was not accurately and correctly delivering insulin as programmed. As the patient suffered symptoms and blood glucose levels suggesting severe hypoglycemia while using the pump, this complaint is being reported.

Manufacturer narrative:
Follow-up #1 date of submission 07/20/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: a review of the total daily dose history from (B)(6) 2012 to the end of pump use on (B)(6) 2012 indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation also revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.